Event description:
It was reported on (B)(6) 2011, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The pt had significant calcification at the proximal and distal landing zone. On (B)(6) 2013, there was a reintervention to treat an acute occlusion (gore excluder device and the native vessel were occluded on both ends) of the right aortic limb. The physician performed an embolectomy, profundoplasty, and implanted an additional stent. On (B)(6) 2013, there was a reported acute occlusion of the left aortic limb. The physician performed a percutaneous transluminal angioplasty (pta), an embolectomy, and a profundoplasty. The pt tolerated the procedure.

Manufacturer narrative:
Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. Method: a review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. Additional devices implanted and/or related to this event: pxc141200.